Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was implanted on (B)(6) 2020 and revised/replaced on (B)(6) 2020 due to inflation difficulty. Additional information received from the territory manager indicated: ¿I have been made aware of a patient issue where the doctor is stating that one side of the implant is not inflating at all. The patient has been scheduled for a revision/replacement this thursday (B)(6) 2020. At 6 week post surgery, doctor could not inflate one cylinder. One side would fully inflate one would not. Same thing observed in surgery.¿ a titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the longer length pump exhaust tubing. No functional abnormalities were noted with any of the returned components. The information received indicated that one side is not inflating at all but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, reported complaint per tm, "I have been made aware of a patient issue where the doctor is stating that one side of the implant s not inflating at all. The patient has been scheduled for a revision/replacement this thursday 9/24/2020." Additional info. Per (B)(6), on (B)(6) 2020, "at 6 week post surgery, doctor could not inflate one cylinder. One side would fully inflate one would not. Same thing observed in surgery." The device was revised, and will be returned.